Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The customer contact reported the option-lok male luer adapters were connected to the micro clave ports on the extension sets. After unspecified lengths of time in use, the disconnections were noted. The option-lok male luer adapters and microclave ports were either reconnected or the plumsets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required.